Event description:
Unomedical reference number (B)(4) event occurred in the united states on 11-apr-2024, it was reported that the patient faced insulin flow blocked. No further information available.